Manufacturer narrative:
(B)(4). D10. Femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length item# 00811400200 lot# 64113924. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately eleven months post implantation to lengthen the hip. The stem and head were removed and replaced. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.